Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to motor error alarm. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with broken reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that insulin was "squirting" out during the manual prime process, and the drive support cap was sticking out. The blood glucose reading was 105 mg/dl. The customer was advised that a continuation of therapy device would be sent out to her.